Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On jun 28 2022, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) and (B)(6)). Manufacturer¿s reference number: (B)(4).